Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tracheostomy tube fractured at the connection site where the ventilator circuit attaches. This created a critical situation, as the break caused an immediate disconnection from the ventilator. There was patient involvement and no patient harm.

Manufacturer narrative:
D3: updated. D9 - date returned to MFR: 1-may-2026. H3 and h6 codes: updated. One (1) physical sample and two (2) photo samples were received. Lot history was reviewed, and no nonconformities were identified that could have contributed to the reported complaint. Visual inspection of the physical sample showed that the tube was split in half, exposing the internal wire, with the split exhibiting uneven edges. Two photographs were provided: the first displayed a tracheostomy tube with a significant split and exposed coil, while the second showed a smaller tear with coils also exposed. The complaint of breakage was confirmed. The probable cause of the damage could not be determined.